Event description:
It was reported that customer experienced a blood glucose level of about 18 mmol/l. Reportedly, the pump software switched off during sleep. Customer turned automated insulin feature back on, later performed pump reset which resolved issue, and technical support advised customer to consult healthcare provider about factors affecting blood glucose.